Manufacturer narrative:
The icy catheter in the complaint was discarded by the customer and will not be returned for investigation. Therefore, a physical investigation will not be performed.

Event description:
The customer reported an incident on the critical care unit at rcht (royal cornwall hospitals nhs trust) of a oohca (out-of-hospital-cardiac-arrest) intubated patient receiving fluid from a leaking icy catheter (lot 183803). Fluid was noticed to be clearly at a reduced level in the saline bag and ivtm treatment was halted. The catheter was removed and not replaced. The catheter was subjected to a water test and a bubble stream was clearly visible from the balloon closest to the distal tip of the catheter. The dwell time was 2.7 days. The catheter was inserted in the right femoral vein by a consultant familiar with the task of inserting the line. No impact or consequence to the patient.